Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-jun-2024. It was reported that patient faced an event of kinked tubing and infusion set fall off. No further information was available.